Event description:
During an eight-second ablation of the right ventricle outflow tract (rvot) with a livewire tc catheter, the pt experienced pain and an immediate decrease in blood pressure. A pericardiocentesis was performed in the cath lab and the pt was stabilized. The pt was transferred to the or for surgical repair of two small perforations (blue spots similar to a hematoma) in the outflow tract. The pt was recovering. The physician was concerned as to whether the spiral catheter, which had been placed in the "rvot" for mapping, had caused the perforations of the livewire tc ablation catheter was responsible. St jude medical spiral catheters are designed to be non-energy delivering and non-heat conductive with no protruding parts; therefore, it is most unlikely that the spiral catheter would have contributed to the small perforations in the rvot. The cause of the perforations could not be conclusively determined. The director of the cath lab believed this event was a complications of the procedure and not a product issue.